Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the pain and reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient was wearing a pod for over 48 hours they had experienced pain at the pod infusion site (hip). The patient reports having pain at their left hip and thigh. The patient reports upon removal of the pod the pain had gone away. Once at the hospital emergency room the patient was diagnosed with nerve pain. The patient was treated with pain medication. The patient was at the emergency room for 6 hours.